Event description:
It was reported that the patient presented for a generator change procedure. Prior to the procedure, it was noted that the right ventricular (rv) lead exhibited noise over-sensing which resulted in pacing inhibition. The noise was reproducible during isometrics. The rv lead was capped and replaced on (B)(6) 2026. The patient was in stable condition.